Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service dispatched to the hospital due to low blood glucose on (B)(6) 2019 with blood glucose of 50 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Customer had pulmonary fibrosis. The customer was treated by manual injections at hospital. The insulin pump will not be returned for analysis.